Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Manufacture date: (B)(4), 2009 for lot# b4naj.

Event description:
It was reported that: "box chisel leading edges folding over during initial use. Rep report not striking any metal during use. Two more chisels in similar condition are continuing in service until replacements are received."